Event description:
It was reported that during cleaning and sterilization, the customer noted that the permanent cautery spatula instrument was bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument did not exhibit any bent components upon visual inspection. Instrument's banana plug located on the blue housing was straight. Additional observation not reported by site was a broken yaw pulley feature. One of the boss features at the pulley hub was protruding above the distal clevis. Further inspection showed that the boss was broken at its base and could be pulled out of the clevis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley found during failure analysis if to reoccur could cause or contribute to an adverse event.